Manufacturer narrative:
An internal biomérieux investigation was performed. Biomérieux determined the customer was using fan plus media and the lis was not updated to accommodate this media as it was using the incorrect algorithm for bottle identification. With any bottle running on the incorrect algorithm, there is a potential for incorrect results. The customer was scheduled to update to bact/alert® 3d firmware release b.50, as it will ignore incorrect bottle types that are sent by the lis and assign the correct algorithm based on the bottle ID code. Bact/alert® 3d firmware release b.50 was launched in june 2016. Mandatory action required (mar 3115) was issued on 20oct2016 that instructed the subs/distributors to send letters to the existing fan+ customers and also to any customers planning to begin testing with the fan plus media.

Event description:
A customer from (B)(6) notified biomérieux of bact/alert® plus bottles not being identified as pf plus, fa plus, or fn plus in association with the bact/alert® 3d control module (UDI #(B)(4)). The bottles are identified as fa, fn, or pf. The customer verified the new bottle information was set up correctly on the bact/alert® instrument. The customer reported there was no indication that patient results or treatment were impacted.